Event description:
Follow-up information was received on 20-oct-2020: the author informed that the patient received the injection elsewhere and that they did not know what particular hyaluronic acid filler the patient received. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event partial third nerve palsy/ophthalmoplegia (ophthalmoplegia) was deemed to meet serious criteria of medical and surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Downie, e.m., chen, y., lucarelli, m.j., burkat, c.n. (2020). Isolated ophthalmoplegia following filler injections to the upper face. Ophthalmic plast reconstr surg. Page e1-e3. Doi: 10.1097/iop.0000000000001679.

Event description:
This MDR is linked to MDR 3013840437-2020-00049 (isolated superior rectus palsy (ophthalmoplegia)) referring to the same literature article. This literature report from us concerns a (B)(6) year-old female patient. She was injected with hyaluronic acid into the nasal bridge and periorbital region. On the same occasion, the patient was reportedly injected also with artefill. The patient was healthy and frequently attended "filler and botox parties". Almost immediately after the treatment with hyaluronic acid, the patient developed binocular diplopia. She denied any vision loss or skin changes at the time the diplopia began. Due to personal tragedies near the time of the event, she did not seek medical attention until 3-4 months later, when she was noted to have severe limitation of adduction and moderate limitation in supraduction in the left eye, with a large angle left extropia and left hypotropia, consistent with a partial third nerve palsy. Pupils and the rest of the ocular exam were unremarkable. Specifically, there was no evidence of central or branch retinal artery occlusion, and she had no history of vascular or cardiac disease. There was no improvement of the third nerve palsy at 10 months follow-up. The patient underwent two strabismus surgeries with partial correction of the motility deficit / ophtalmoplegia. Due to the provided information, the outcome of the event was considered as resolving. In the opinion of the authors, since the patient had a delayed presentation, it was unknown whether she had any findings of ocular ischemia at the time she developed diplopia, although she did not report any vision loss. The mechanism underlying the partial third nerve palsy/ ophthalmoplegia was unclear given a lack of clear history and examination at the onset of the double vision, due to poor follow-up and patient cooperation. Possible mechanisms included either ischemia or direct filler infiltration to the intraorbital divisions of the third nerve.